Event description:
A surgeon reported that following implantation of a glaucoma shunt, the flow from the anterior chamber was low. The shunt was explanted. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).